Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No product was returned for investigation. The data log shows the placement signal. The cause of the optical signal issue was most likely a damaged optical fiber line.

Event description:
The complainant reported that the implanted impella cp pump lost its placement signal following a 'placement signal not reliable' alarm during patient support. Device positioning was confirmed to be correct via echocardiography, and support was continued with the implanted pump. No harm to the patient was reported.